Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead could not fit into the device header properly. The lead was pushed past the setscrew and successfully secured in the port.